Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what color cartridges were used by the surgeon throughout the procedure? Color cartridges used were white, blue, gold and green. What color cartridge was used at the site of the dye leak? Gold reload. Was buttressing material used? If so, what type? No. Did the surgeon wait 15 seconds prior to firing the device? Yes, surgeon waited 15 seconds for all firings. Does the surgeon fire the device in one firing or does he/she utilize a ¿pulsed¿ firing technique? Surgeon fired device in 1 sequence. Were there any issues noted in regards to poor staple formation throughout the procedure? The only poor staple formation was captured in the photo I¿ve attached. Otherwise, surgeon did not alert me on other stapler sites. Were there any unexpected noises heard? Noises from gun? If so, everything was normal with the gun in respect to the sounding of it. Was the device difficult to close or open? There were no difficulty opening or closing the gun. Will the device or any of the cartridges be returned for analysis? It is believed that the ot staffs have discarded everything. I will try to call relevant individuals to confirm this. Was there any additional medical or surgical intervention other than suturing? No, surgeon used suture to seal the leak. What is the current patient status? No reports of patient¿s condition from hcp. Photographic analysis: based on the video evidence, the event description can be confirmed for a leak. Unfortunately there is not enough evidence in the photograph or the video to determine root cause.

Event description:
It was reported that after a gastric bypass procedure, the surgeon checked the staple lines for a leak. When injecting the dye through the gastric calibration tube, leakage was found between staple lines at pouch. The staple lines were well formed, but the dye leaked in between the two stomach tissue layer. The leak was resolved through suture. The patient is stable. There was a delay of five minutes.